Event description:
Advertised on tv, this stop smoking device. Has misplaced the phone number to store, but they promise you will stop smoking. They admit that they are not FDA approved, but they say that they are approved by an investigative review board abbreviated 'irb'. The product worked for him. Now he is smoking again. What he would like to know is if this device is legitimate or not. And, who are these people that say it worked for them? It's advertised that the product works by placing a laser of light to the back of the ear. He wants to quit smoking. What does FDA know about this product?